Event description:
It was reported that during a prolapsectomy, after having easily closed the device on the purse string suture, the surgeon found it difficult to fire the device. Therefore, the case was interrupted. In order to finish the case, the surgeon had to apply interrupted sutures on the cut lines that were created while attempting to fire the device, which cut but failed to staple. The aim of the procedure was however not achieved: the hemorrhoid nodules were not removed.

Event description:
It was reported that during a prolapsectomy, after having easily closed the device on the purse string suture, the surgeon found it difficult to fire the device. Therefore, the case was interrupted. In order to finish the case, the surgeon had to apply interrupted sutures on the cut lines that were created while attempting to fire the device, which cut but failed to staple. The aim of the procedure was however not achieved: the hemorrhoid nodules were not removed.

Manufacturer narrative:
(B)(4). Breakaway washer indented the analysis results found that the device arrived in good visual condition with only 21 partially formed staples present in the pockets and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: requested the following information: is it possible that the surgeon fired the device again, after he found it difficult to fire? On what tissue type was the device used? What was the quality of the tissue? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Is there any other additional information you would like to share about this device, procedure, patient or physician? Received the following response from the surgeon: I did not force the device further, once I realized that it didn't work properly. The device was used on rectal mucosa/submucosa. At the time of use of the device, the tissue was in excellent condition. The indicator was at the end of the scale when the device was fired. No buttressing material was used. The instrument was not fired across an existing staple line. I received the confirmation that the device was fully closed from the end-of-stroke resistance I felt and the fact that it was not possible to fire further. I didn't hear any strange or odd noises when firing the lever. No lower or higher forces were needed to use the device. I didn't experience any difficulties in removing the device from the rectum. I can't remember exactly how many revolutions were used to open the device. I would say about the usual number. Regarding anastomosis, I point out that the stapler didn't allow me to achieve any anastomosis because it cut the tissue but failed to staple. I personally applied sutures in order to achieve anastomosis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: requested the following information: is it possible that the surgeon fired the device again, after he found it difficult to fire? On what tissue type was the device used? What was the quality of the tissue? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? Is there any other additional information you would like to share about this device, procedure, patient or physician? Received the following response from the surgeon: I did not force the device further, once I realized that it didn't work properly. The device was used on rectal mucosa/submucosa. At the time of use of the device, the tissue was in excellent condition. The indicator was at the end of the scale when the device was fired. No buttressing material was used. The instrument was not fired across an existing staple line. I received the confirmation that the device was fully closed from the end-of-stroke resistance I felt and the fact that it was not possible to fire further. I didn't hear any strange or odd noises when firing the lever. No lower or higher forces were needed to use the device. I didn't experience any difficulties in removing the device from the rectum. I can't remember exactly how many revolutions were used to open the device. I would say about the usual number. Regarding anastomosis, I point out that the stapler didn't allow me to achieve any anastomosis because it cut the tissue but failed to staple. I personally applied sutures in order to achieve anastomosis.